Event description:
Device malfunction: inaccurate delivery. Symptoms/ae: stent did not cover lesion entirely. Time of ae: during procedure. It was reported that during a right internal carotid artery stenting procedure, the stent was placed in an unintended site. During deployment the guide catheter backed up causing the stent to be placed proximal to the intended site. Since there was still residual lesion at the distal end, a second stent was placed. There were no adverse pt effects reported. One day post procedure, the pt was discharged to home. Although requested, there is no add'l info is available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.